Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's left ventricular lead exhibited loss of capture when patient lifted a heavy item. The lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.